Event description:
It was reported during surgery, the final torque could not reach 12 nm since it could not be turned to the point where the two arrows match. After the surgery, it was found that the outer shaft was broken.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested, and if received, will be provided on a supplemental report.